Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and urethral atrophy are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. The physician noted that the patient had undergone radiation therapy sometime after receiving the device and also suspected from urethral atrophy. As a result, a replacement surgery was performed, during which the cuff was downsized to 3.5 cm. The physician also stated that the incontinence was not believed to be caused by the device. No further patient complications were reported.